Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a cesarean section procedure on (B)(6) 2016 and suture was used. The tip of the needle broke off during closing. The surgeon opined that the problem was related to the needle hitting against something hard. The tip of the needle was recovered. The tip and remaining needle never entered the patient's abdominal cavity. There were no patient consequences reported.

Manufacturer narrative:
Date sent to FDA: 06/02/2016. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The actual sample was returned for evaluation. A fracture was observed near the tip of the needle. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage the package insert cautions to grasp the needle in an area one-third to one-half of the distance from the attachment end to the point.